Event description:
It was reported by the rep the device was used during a laparoscopic nissen fundoplication. It was reported initially used lcsb5 but encountered bleeding with first bite. Immediately switched to lcs15 from lcsb5. Encountered an incident of oozing during twelve bites from lcs15 and then possibly from one of the last bites. Bleeding occurred where the source could not be found. Converted to open because of the high fat content in pt. The bleeding could not be found. The procedure was finished open.